Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, looked at previous work order and found battery 2 to have a different serial number. In the main power parameters the information displayed look to be false, battery 2 not charging. The fse put a new battery into port 2 (0146-00-0097) and it wouldn¿t charge. Then replaced a new battery in slot 1 (0146-00-0097) and battery started charging. A new power management board (0670-00-1162) was replaced also. All functional and safety test was performed.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check cardiosave intra-aortic balloon pump (iabp) had battery charging issue. There was no patient involvement.